Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference or any angulation or kink in the delivery system upon deployment and an 12f size delivery system was used. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer cardiac plug was selected for implant using a 12f amplatzer torqvue delivery system. During the procedure, the physician noticed the lobe cannot be opened properly after reaching the preset position. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. An new 20mm amplatzer cardiac plug was implanted using the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. The patient was reported as stable and had no adverse results.